Event description:
It was reported that this patient fainted while watching television, shortly before receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode. A request was made to have data from this device analyzed. Review of this analysis indicated an inappropriate shock, noise over-sensed by device, in the primary vector. A technical service (ts) provided recommendations for x-ray images and electrode manipulation. Review of x-ray images indicates a bend in the electrode, close to the device header and manipulation and arm movements, induced a large amount of noise. At this time the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient fainted while watching television, shortly before receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode. A request was made to have data from this device analyzed. Review of this analysis indicated an inappropriate shock, noise over-sensed by device, in the primary vector. A technical service (ts) provided recommendations for x-ray images and electrode manipulation. Review of x-ray images indicates a bend in the electrode, close to the device header and manipulation and arm movements, induced a large amount of noise. At this time the device remains implanted. No additional adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
This report is being submitted to correction of, d6b (explant date), and additional MFR narrative).

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this patient fainted while watching television, shortly before receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode. A request was made to have data from this device analyzed. Review of this analysis indicated an inappropriate shock, noise over-sensed by device, in the primary vector. A technical service (ts) provided recommendations for x-ray images and electrode manipulation. Review of x-ray images indicates a bend in the electrode, close to the device header and manipulation and arm movements, induced a large amount of noise. At this time the device remains implanted. No additional adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.